Manufacturer narrative:
Submit date: 07/12/2016. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There was one photo of the opened sample submitted with this complaint. The sample had a crack that ran axially from the luer to the 1/2ml graduation mark of the barrel. The reported condition is confirmed. A root cause investigation was performed by the quality engineer. The exact root cause could not be determined through a review of the equipment or the complaint investigation. The syringe assembly process is controlled and validated and should not damage barrels. Therefore, the most likely root cause was due to a component jam or misaligned piece of equipment. Additionally, ram operating procedure was reviewed and lacked a troubleshooting section for addressing equipment issues. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for damage. The lot met all defined acceptance requirements and was released. Additionally, a corrective and preventive action (CAPA) will be evaluated for syringe damage at the (B)(6) 2016 CAPA review board meeting for the manufacturing site.

Manufacturer narrative:
Submit date: 5/17/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 5/4/2016 that a customer had an issue with a syringe. The customer states during use the customer noted the syringe was broken. No user or patient harm.